Event description:
It was reported that the patient was admitted to the hospital. Upon interrogation of their left ventricular assist device (lvad), two pump off alarms, one driveline disconnect, one low flow, and three low voltage alarms were detected. The log files that were submitted for review confirmed a driveline disconnect at 6:57pm on (B)(6) 2025 that lasted 54 seconds before being reconnected. Low flow events were recorded on (B)(6) 2025, (B)(6) 2025, and (B)(6) 2025 it also recorded power cable disconnects and a low power alarm that occurred at 8:09pm on (B)(6) 2025, after the driveline disconnect. The patient was on battery power during these alarms, and it was recommended to inspect the batteries for any signs of damage as well as to clean the battery terminals and contacts inside the battery clips to help identify the suspect battery and battery clip.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect alarm and subsequent pump stop event. A specific cause for this finding could not be conclusively determined through this evaluation the system controller event log file contained events from (B)(6) 2025, per the timestamps. A driveline disconnect alarm and subsequent pump stop was captured on (B)(6) 2025. This event was associated with low flow hazard and lvad off alarms, per design. The driveline appeared to be reconnected to the system controller approximately 50 seconds later and the pump ramped up to the set speed without issue. No other notable events or alarms were captured. The pump operated at the set speed for the entirety of the file while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and the heartmate 3 lvas patient handbook are currently available. Chapter 2 of the IFU, "system operations" (under "system controller warnings and cautions"), states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, chapter 2, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.